Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson's dual. It was reported that the patient experienced symptoms like their ins was not working since 2-3 days prior. The patient charged the ins to 100% at that time. Technical services assisted the patient in checking the ins and it was found to be off. It was also stated that the patient¿s dyskinesia comes and goes for the past week. The caller stated that they spoke to a manufacturing representative the past week because they thought something was wrong with the ins. The caller has an appointment with their healthcare provider (hcp) on (B)(6)2017 to discuss the issue. Technical services assisted the patient in turning the ins back on. No further complications were reported.